Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is confirmed by the picture, which shows the sutures assembled from the screw had been cut. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, misalignment insertion, prying/leveraging, and/or excessive force being used.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-1928sf-2 suture anchor broke upon impact. This occurred during a case.